Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. After receiving the alarm, the customer changed out the cartridge, infusion set, and site every time the alarm occurred. The customer's blood glucose level was impacted, but the exact value was not provided by the customer.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.